Manufacturer narrative:
Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset, catalog no# 00771101020; lot no# 63929164. G7 pps ltd acet shell 54f, catalog no# 010000664; lot no# 6317104. G7 neutral e1 liner 36mm f, catalog no# 010000858; lot no#6334985. Therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to periprosthetic fracture and pain.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: bone fracture. Event summary: it was reported that patient underwent right hip arthoplasty on (B)(6) 2018. Subsequently, the patient suffered a periprosthetic fracture and underwent revision on (B)(6) 2018. Review of received data: x-ray images were reviewed. Surgical note of the primary right tha on aug 30, 2018 was reviewed. The post-op office visit note on oct 3, 2018 was reviewed. The label and po request of the revision surgery. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: it was reported the patient underwent revision surgery due to periprosthetic fracture. The office visiting note confirmed the event, although the fracture could not be identified from the received x-ray images. The condition of the product is unknown as it has not been returned. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The x-ray image review showed the alignment of thr was normal. No sign of loosening wear and radiolucency were identified. Further, the head was revised with the stem in the periprosthetic fracture revision tha. It is unlikely that the head had contributed to the complaint event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
No change to previously reported event.